Event description:
It has been reported to co that post procedure the pt experienced a pulmonary embolus. Reportedly, the incident was not detected immediately. It is unk if any med or surgical intervention was required. The pts status at this time is not known the device is not being returned for analysis as it was discarded by the hosp.